Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to inquire about getting a new insulin pump. Customer reported that sometimes his blood glucose levels were between 300 and 400 mg/dl, then he would treat with the insulin pump. Other times his levels were 40 mg/dl which he treated with food. The customer's current blood glucose reading was unknown. The customer did not recall the exact dates of the low and high readings. Customer stated again that he wanted to look into getting a new insulin pump, and did not have time to troubleshoot. Nothing was replaced or returned.